Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to report that "it takes some time for the energy selector to start up. The equipment responds slowly and when the screen is turned on, it remains black." There was no report of patient involvement or patient harm.

Manufacturer narrative:
.